Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. The lead passed all functional tests as well as "impedance test in saline". As received the lead was not fully inserted into the extension but it was inserted far enough to pass electrical tests. The set screw was not tight enough to hold the lead in place and during analysis the lead was able to be pulled out of position without loosening the set screw. The extension and lead were received with a boot in position but without sutures.

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), product type: extension. (B)(4).

Event description:
The healthcare professional and manufacturer representative reported that, pre-operative, there was a package abnormality before it was opened. The device was inspected prior to use, and there was no information regarding an abnormality found. The product was implanted due to ache on (B)(6) 2015, and there was no patient impact. During the operation, in relation to the category of impedance issues, stimulation was felt. However, the impedance measurements and values were not noted. There was no lead fracture noted; the location of the issue could not be specified in relation to a broken or bent lead/extension. There was no medical information, radiographic or other examination materials. It was unknown if the event was related to the device. Post-operative, the patient did not have 50% or greater symptom reduction and there was patient impact. The event occurred on the day of the report. There was "unsatisfactory curative effect"; it was found recently that the device was in poor efficacy and the pain was worse. The patient was checked, and it was found he did not feel anything when the voltage was up to high. There was no medical information, radiographic or other examination materials. The doctor replaced the device on (B)(6), and there was "curative effect improvement". There was no patient death. The patient's current status was normal and good. It was specified that the event was related to the device: the resistance was too high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.